Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
While hospitalized for an unrelated issue, the customer experienced a blood glucose (bg) level of 300 mg/dl and diabetic ketoacidosis (dka) with high ketones on (B)(6) 2023. Customer administered a bolus via the pump to address the issue and was transferred to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Reportedly, "[the] dka episode was cleared on (B)(6) 2023" and customer was released from the hospital on (B)(6) 2023. No additional information regarding this event was provided.